Event description:
The customer reports that the mx40 has a "speaker malfunction" inop/error code but was unable to confirm local audio. The device was not in use on a patient at the time of the event.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reports that the mx40 has a "speaker malfunction" inop/ error code but was unable to confirm local audio. The device was not in use on a patient at the time of the event.